Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI: upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20198456. Product family: scs-ipg-r-MRI: upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 20475619.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) system. It was noted that the patients leads had migrated. The patient underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) system. It was noted that the patients leads had migrated. The patient underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility. Additional information was received that the patients implantable pulse generator (ipg) was replaced due to physicians preference.